Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events on 13th and 14th april 2024. The insertion site was at upper buttock/hip for the first event and abdomen for second event respectively. Both the sets were used for 10 hours. Events occurred after three hours of insertion. Blood glucose levels was 402 mg/dl at the time of event. Patient took correction injection via pump to address the event and he replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.